Event description:
It was reported that an unstable patient was admitted to the emergency department. The patient's implantable cardiac defibrillator (ICD) failed to interrogate. The patient had gone into cardiac arrest a few days earlier. There were no interventions or patient consequences reported.